Manufacturer narrative:
Patient demographic information not available at the time of filing. No device/ components were returned at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during an electrode and lead placement procedure, the site observed artifact on the images. There was no delay to the procedure. There was no reported impact on patient outcome.